Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that noise was observed on a stored electrogram. The lead was explanted and replaced. The patient's condition was good after the procedure.